Event description:
It was reported that during a da vinci-assisted prostatectomy w/lnd surgical procedure, the image from the endoscope was flipping upside down. The procedure was aborted due to patient anatomy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the operating staff reseated the endoscope to resolve the reported issue. The surgeon aborted the procedure completely due to the patients anatomy. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. No upside-down image was found. The endoscope was noted with good image in the right eye, artifact in the left eye, no related errors found in log, no errors at qap system, and cable damage. The following additional analysis was performed: cable test failed, mtf test passed, and light leakage test failed.